Manufacturer narrative:
Results of investigation: the suspect device was return for investigation. Vyaire medical determined the root cause as due to supplier manufacturing process. The reported complaint was confirmed and duplicated. This is a known issue which can be referenced with CAPA ca-2017-0206 and scar ps-14-46. The complaint can be closed to tracking and trending.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed low pip, high rate & xdcr fault immediately after power up. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.